Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to sense. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. X-ray examination found the offset/damaged inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.